Manufacturer narrative:
(B)(4). Method: the complaint airvo 2 humidifier was received at our fisher & paykel healthcare (f&p) regional office in (B)(4) and was inspected by a trained f&p technician. The device was performance tested and the audible alarm function was checked. The device was then disposed of. Results: during testing it was found that the audible alarm did not function. Previous investigations into audio alarm failures have identified that the problem is caused by a faulty speaker and electrical resistance testing has shown the speaker's resistance to be open circuit. Conclusion: as part of our ongoing product improvement initiatives, a new speaker unit has been sourced from a different supplier. The airvo 2 user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of the pt101 airvo 2 humidifier was not functioning. There was no patient involvement.